Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (1mg/ml at .2mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump pocket was opening, seeping, and infected after their implant on (B)(6) 2024. It was unknown if there were external factors involved or if troubleshooting was performed. The system was explanted on (B)(6) 2024 and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.